Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to shaft-bearing. As per the pump¿s log, lioresal with concentration 2,000.0 mcg/ml was being administered at a simple continuous dose rate of 1,349.9 mcg/day as (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-may-31 regarding a patient receiving unknown baclofen (2000mcg/ml at 1350mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient's pump started alarming around (B)(6) 2017. The pump reportedly alarmed on and off for 17 days, and via interrogation it was found that repeated motor stalls had occurred. The patient was started on an oral dose of baclofen on (B)(6) 2017, and the pump was replaced on (B)(6) 2017. The issue was considered resolved and the patient's status at the time of report was alive - no injury. It was unknown if any environmental, external, or patient factors may have led to the motor stalls, and no further complications were reported or anticipated.